Event description:
Spontaneous call, pt had called stating she was trying to do infusion and pump would not advance. Pharmacist attempted to troubleshoot but no luck. Pharmacist counseled pt on how to infuse manually. Unk if a replacement device will be sent. Unk if the pt suffered any adverse events while infusing manually. Reported to (B)(6) by pt / caregiver.